Manufacturer narrative:
Device not returned. No evaluation will be performed. If device or additional info becomes available, it will be reported on a supplemental report.

Event description:
It was reported, "patient underwent primary hip replacement surgery for his right hip in 1994 and developed a dislocation problem "suggesting wear of the plastic component." It is further reported that his right hip insert was revised in 2006 and once again in 2007."